Event description:
It was reported bd maxzero minibore bi-fuse pressure 2 IV connector had issues with component separation. The following information was provided by the initial reporter: "rn went to do initial assessment and noted that the [device] had disconnected (broke) at the junction."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of separation other component was verified by visual inspection. Evaluation of the sample submitted revealed that the assembly had separated at the mini y parallel connector. Further investigation under magnification shows a sufficient amount of solvent on the tubing and the connector. A device history record review could not be performed because the lot number is unknown. The root cause for the issue seen could not be full determined due to the sufficient amount of solvent seen on the tubing and the mini y parallel connector. The probable cause for the separation is that the connection may have been pulled apart when the patient had moved or an external force was exerted on the assembly causing it to be pulled apart. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.